Event description:
A customer contacted beckman coulter inc. (Bci) regarding a higher than expected result of 0.33ng/ml for hyb-psa generated by the unicel dxl 800 access immunoassay system on one patient's sample that was discordant to an alternate method which gave a result of <0.1. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient's sample was sent to customer product line support (cpls) for interferent testing. Cpls tested the sample neat and was unable to replicate the customer's result. It was determined the elevated result was not due to an interferent. Qc appeared to be within the customer's established ranges. Service was not dispatched for this event as the customer is not questioning instrument performance.